Manufacturer narrative:
The insulin pump was received with intermittent button response and alarmed button error due to corroded keypad traces also, had blank display due to corroded battery cap contact; the insulin pump was tested with a good battery cap and no blank display during our testing. No damage was found on the lcd isolation tape noted. The insulin pump had normal operating currents and no battery out limit alarm. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not accept a battery when he tried to change it. The insulin pump had a blank display. When the insulin pump accepted the battery he received a battery out limit. The insulin pump was beeping but he did not have any issues with the buttons on the insulin pump. The insulin pump alarmed battery out limit, low battery, and several button errors. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The display returned after troubleshooting. The self-test passed. Customer's blood glucose was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.